Manufacturer narrative:
The product was not returned for evaluation. We will continue to monitor for this issue. (B)(4).

Event description:
Complaint 2 of 2. The pt had a 6 fr sheath that was exchanged for the mega 50cc 8fr sheath. The iab was threaded over the wire and inserted approx 2" into the sheath and the balloon "folded out" creating resistance that prevented further deployment. The physician and the nurse scrubbed the attempted insertion prior to removing the iab to exchange for another. Note: patient has expired - physician stated patient was already critical and death was not due to iabs.